Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms, prime or fill anomaly and rewind anomaly noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test and back light anomaly noted. Device received with minor scratches on display window and minor scratches on reservoir tube window noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received squirts insulin out while priming as well as rewind was gotten slower and random no delivery alarms more frequently. The customer¿s blood glucose was unknown. Customer stated that the failed battery test in the past, thick or deep scratch going across the top right corner and back light a little dimmer. The insulin pump will not be returned for analysis.